Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified anterior tibial artery (ata). After a non-bsc guide wire was advanced, a 2.0mmx30mmx143cm nc quantum apex¿ balloon catheter was then selected and advanced to dilate the lesion. During the first dilatation, the balloon ruptured at 10 atmospheres after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with a same size coyote otw balloon catheter. No patient complications were reported and the patient's status was good.